Event description:
On (B)(6) 2012, the customer reported a failure to power up under battery power.

Manufacturer narrative:
(B)(4), the customer reported a failure to power up under battery power. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.